Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual devices were not available; however, twelve (12) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to separation. Functional testing was performed by pumping tap water using a known good repeater pump and two randomly selected companion samples. No leakage was observed within the tubing path of the blue connector. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of the tubing of at least two (2) sterile repeater pump tube sets separated. The location of the separation was further described as "the part that attaches to the elastomer". The issue was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.